Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained vt revealed lead noise. Possible lead issue was suggested. Decreased lead impedance was also noted. Further actions will be discussed with the physician.